Manufacturer narrative:
Pump received with blank display due to corroded battery tube. Unable to perform all functional testing including the operating currents, unexpected restart error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test or verify battery out limit alarm due to blank display.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display. Customer was calling after getting a replacement battery cap. Customer stated the device would not turn on even after replacing the battery. Blood glucose level at the time of the incident was 201 mg/dl. Blood glucose was 257 mg/dl 2 weeks ago when the issue started. Customer treated with bolus through the insulin pump. The insulin pump was returned for analysis.